Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11k02084 and h11k26091. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis by a consumer. The cause of the peritonitis was unknown. The patient was hospitalized on (B)(6) 2012. The patient is recovering. The patient continued peritoneal dialysis therapy. No further information is available.